Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of complaint (manual transmission) if it were to recur.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
(B)(4).

Event description:
It was reported that the carelink monitor was not able complete the transmission and makes a "squawking" sound. The monitor had previously transmitted successfully. A new monitor will be sent to the patient. No patient complications have been reported as a result of this event.